Event description:
Information was received from user facility via a manufacturer representative regarding a device used for spinal therapy. It was re ported that the device needs inspection and repair. There was no patient involvement reported. There were no further complications reported regarding the event.

Manufacturer narrative:
E1: first name and last name of initial reporter is unknown g2: country of origin is japan h3: product analysis for product:9560100, lot no:1062310 during the acceptance inspection, scratches on the outer tube, cloudiness of the image, and damage to the internal lens were observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.